Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. On visual inspection it was noted that the proximal coil was cut & stretched. The annulus of the burr was examined and noted to be damaged/blocked. There were no scratches that exposed any brass on the plated back half of the burr. The burr was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-09497. It was reported that a burr became stuck/difficulty removing occurred. The 90% stenosed, 3.5x26mm target lesion was located in the moderately tortuous and severely calcified circumflex artery (lcx). Intravenous ultrasound (ivus) was performed using opticross¿ but the image disappeared. It was changed with another opticross¿ which was unable to cross the lesion. A 1.75mm rotalink¿ plus and a rotawire¿ were used and advanced to treat the target lesion. Ablation was performed at 180,000rpm at 20 seconds with the burr moving consistently and it did not make contact with the spring tip of wire. As the polishing run was done, an unspecified guide catheter was unable to properly back up so that the burr could not advance. The physician changed the guide catheter's shape and performed the polishing run. During the polishing run, it was noted that the burr became stuck, but not in the target lesion. It was noted to have been due to the left main trunk (lmt) branch section of circumflex artery (cx) with an angle of more than 90 degrees, making it unable to remove the burr. The physician cut the proximal part of the burr and the outer sheath was removed. An unspecified balloon catheter was used to remove the burr successfully. Upon removal of the burr, the rotawire broke in the branch section of cx. The broken part of the wire was tangled and removed with the three wires. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2015-09497. It was reported that a burr became stuck/difficulty removing occurred. The 90% stenosed, 3.5x26mm target lesion was located in the moderately tortuous and severely calcified circumflex artery (lcx). Intravenous ultrasound (ivus) was performed using opticross but the image disappeared. It was changed with another opticross which was unable to cross the lesion. A 1.75mm rotalink plus and a rotawire were used and advanced to treat the target lesion. Ablation was performed at 180,000rpm at 20 seconds with the burr moving consistently and it did not make contact with the spring tip of wire. As the polishing run was done, an unspecified guide catheter was unable to properly back up so that the burr could not advance. The physician changed the guide catheter's shape and performed the polishing run. During the polishing run, it was noted that the burr became stuck, but not in the target lesion. It was noted to have been due to the left main trunk (lmt) branch section of circumflex artery (cx) with an angle of more than 90 degrees, making it unable to remove the burr. The physician cut the proximal part of the burr and the outer sheath was removed. An unspecified balloon catheter was used to remove the burr successfully. Upon removal of the burr, the rotawire broke in the branch section of cx. The broken part of the wire was tangled and removed with the three wires. No patient complications were reported and the patient's status was good.